Event description:
It was reported the patient had lost his charging system two months prior, and had not charged the ipg. A replacement charging system was sent to the patient, however, communication could not be established. The physician replaced the ipg. Follow up found the patient received effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Manufacturer's evaluation: the returned product was not analyzed as the complaint for user error could not be confirmed via laboratory testing. As received the ipg was non-responsive. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.